Manufacturer narrative:
Corrected field is h6 component. Updated fields are b4, b6 additional comments, e1 event site telephone, g3, g6, h2, h6. Type of investigation, investigation findings, investigation conclusion and h11. Joe called the emergency support team after observing a gas loss alarm on the pump. Joe confirmed that all connections were secure and the tubing was clear. He was able to press iab fill and successfully restart the pump without any further issues. Emergency support team member and joe reviewed potential causes for this alarm. Joe mentioned that the patient was not ventilated but did have a lowgrade fever. Subsequently, he noticed an unable to calibrate fiber optic sensor alarm however, that alert had already cleared by the time emergency support team member returned his call. Emergency support team member reassured him that this is a lowpriority alarm and that it had resolved on its own.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The user called the emergency support program line after noticing a gas loss alarm on the pump and was unable to calibrate the fiberoptic sensor. No patient harm was reported.